Manufacturer narrative:
The lead was explanted and replaced due to lead migration. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients l1 drg lead migrated. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's migrated lead was explanted and replaced and therapy was restored.